Event description:
It was reported that a patient underwent a procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the biosense webster, inc. Product analysis lab observed a cut on the pebax with internal parts exposed. Initially, it was reported that there was no contact problem when mapping was conducted with an ablation catheter without ablation. When ablation was conducted, hi was displayed. The indifferent electrodes line was checked, the cable was changed but the issue did not improve. The issue was resolved by changing the thermocool® smart touch® sf bi-directional navigation catheter to another one. After, the procedure continued without problem. The procedure was completed without patient consequence. The force issue was assessed as not MDR reportable. The potential risk that it could cause or contribute to a serious injury or death to the operator or patient was remote. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 26-aug-2022 there was a cut on the pebax with reddish-brown material inside and internal parts exposed. The returned condition of the cut on the pebax with internal parts exposed was assessed as MDR reportable. The awareness date for this reportable lab finding was 26-aug-2022.

Manufacturer narrative:
Initial reporter phone (B)(6). The bwi product analysis lab received the device for evaluation 27-jul-2022. The device evaluation was completed on 26-aug-2022. The product involved smart touch bidirectional sf catheter. The device was returned to bwi for evaluation. Bwi conducted a visual inspection and analysis of the returned device. Visual analysis of the returned sample revealed a cut on the pebax with reddish-brown material inside and internal parts exposed; however, the cut could be related to the handling since in the process there are control inspection points to avoid this kind of issue. Then the catheter was connected to the carto 3 system and was recognized and the 106 error was visualized, for this finding the test was unable to be performed. However, error 106 appeared on the system due to an open circuit on the tip area. The evaluation determined that the cause of the pebax damage failure cannot be established. However, the blood found inside the pebax area may have contributed to the hi-error displayed on the carto 3 system. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. It should be noted that product failure is multifactorial. The instructions for use contain the following warning stated in the carto 3 system manual: -for force issues, the catheter is disconnected. To continue, replace the catheter cable. If that does not resolve the problem, replace the catheter. As part of bwi¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: investigation findings: open circuit (c0205) / investigation conclusions: cause not established (d15) / component code: sensor (g03012) were selected as related to the customer¿s reported ¿force issue¿. Investigation findings: mechanical problem identified (c07) / investigation conclusions: cause not established (d15) / component code: membrane (g04088) were selected as related to the biosense webster, inc. Product analysis lab issue of the ¿cut on the pebax with reddish-brown material inside and internal parts exposed¿. Manufacturer's reference number: (B)(4).